Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2009, inratio: 4.0, lab: 2.5.

Manufacturer narrative:
(B)(6) 2009: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 4.0, reference: 2.5, mean: 3.25, confidence limits: 1.9-4.6; 4.3 inr is excluded from comparison test as no corresponding inratio result was provided. Per the event details, the time of testing between inratio and lab above was not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. As of today, product is not expected to return. No further investigation will be required. Customer results were analyzed and accuracy confidence limits were met. Time elapsed between results was not reported. If the time elapsed exceeds 3 hours, there is a high possibility that the discrepancies were due to changes in the status of the patient. Inr reference result of 4.3 was not valid in comparison. Does not include direct data comparison with inratio. Product deficiency was not established. No further action required. The customer did not provide the strip lot number. The complaint trending cannot be determined.